Manufacturer narrative:
This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that there were concerns the subcutaneous implantable cardioverter defibrillator (s-ICD) was experiencing premature battery depletion (pbd). It was noted that there was a battery depletion (bd) error code. Disk data has been requested for analysis. Subsequently, the device was explanted and a new device was implanted successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that there were concerns the subcutaneous implantable cardioverter defibrillator (s-ICD) was experiencing premature battery depletion (pbd). It was noted that there was a battery depletion (bd) error code. Disk data has been requested for analysis. Subsequently, the device was explanted and a new device was implanted successfully. No additional adverse patient effects were reported. The device has been returned for analysis.